Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. The patient was not hospitalized for the event. As a result of the peritonitis, the patient experienced abdominal pain and cloudy effluent. The patient was treated with vancomycin (1g daily) and had not yet recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13f07031 and h13e07025 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional description of event: during the follow up for an unrelated issue, the peritoneal dialysis registered nurse (pdrn) reported that the home patient (hp) experienced a recurrence of this peritonitis event. The hp was not hospitalized for the event, but underwent removal of the pd catheter and was transferred to temporary hemodialysis. One month later the hp had the catheter replaced and returned to the pd therapy. Should additional relevant information become available, a follow up medwatch will be submitted.